Manufacturer narrative:
All available information was investigated, and the reported torn clip introducer was confirmed via returned device analysis. The reported leak, difficult to deploy the clip, and improper or incorrect procedure or method (failure to follow steps / instructions) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak appears to be due to the torn clip introducer. However, a cause for the tear and difficult to deploy the clip cannot be determined. The reported user error (improper or incorrect procedure or method) was due to the user continue using the damaged device. The reported patient effect of air embolism appears to be related to the reported leak, and hypotension is a cascading effect of the air embolism. Air embolism and hypotension are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as saline was advanced and contrast into the coronary arteries to flush the air. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to threat mitral regurgitation (mr) with a grade of 4+. Upon advancing the steerable guide catheter (sgc) and clip delivery system (cds) into the left ventricle, an air issue was observed with the sgc. The patient's blood pressure decreased. Therefore, the sgc was removed and replaced, along with a different stopcock. The clip was reinserted and the same issue occurred. A cut was observed on the clip introducer. Therefore, the clip introducer was replaced. Air embolism was observed and removed by advancing saline and contrast into the coronary arteries to flush the air. During deployment, it was noted the clip did not detach from the delivery system. Troubleshooting was performed, and the clip was able to be implanted, reducing mr to a grade of 1+. There were no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to threat mitral regurgitation (mr) with a grade of 4+. Upon advancing the steerable guide catheter (sgc) and clip delivery system (cds) into the left ventricle, an air issue was observed with the sgc. The patient's blood pressure decreased. Therefore, the sgc was removed and replaced, along with a different stopcock. The clip was reinserted and the same issue occurred. A cut was observed on the clip introducer. Therefore, the clip introducer was replaced. Air embolism was observed and removed by advancing saline and contrast into the coronary arteries to flush the air. During deployment, it was noted the clip did not detach from the delivery system. Troubleshooting was performed, and the clip was able to be implanted, reducing mr to a grade of 1+. There were no clinically significant delay in the procedure.